Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found both tamper seals to be intact. The device was observed to have a damaged bottom case and cracked right plunger case. The device?s event history log was reviewed for evidence of the reported event, ?invalid syringe size? Alarm was found in the log. To conduct functional testing, the device had a flow test performed. Upon testing it was revealed the reported problem was duplicated. The size pot was contaminated and found to be the cause of the issue. The size pot was replaced to address the issue. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: health effects - clinical signs and symptoms or conditions corrected health effects - health impact corrected.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device will not calibrate the syringe size. No patient injury reported.